Event description:
Event was reported to caldera medical by attorney. Legal complaint states that the pt suffers from severe abdominal pain, nausea, rectal bleeding, painful sexual intercourse and pelvic infection. Pt first experienced symptoms (B)(6) 2009, but did not relate it to the mesh until she saw the television ad in (B)(6) 2011. Pelvic mesh removed on (B)(6) 2009. No additional info was provided.